Event description:
It was reported that stent damage occurred. A 3.50 x 24mm synergy drug eluting stent was selected for use; however, it was noticed that the device had a strut raised after taking the it out of the box. The product was not inserted in the patient's body. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. A 3.50 x 24mm synergy ii drug eluting stent was selected for use. However, it was noticed that the device had a strut raised after taking the device out of the box. The product was not inserted in the patient's body and the physician completed the procedure with a different device. There were no patient complications reported. It was further reported that this complaint is a duplicate of emdr report # 2134265-2022-02641.